Event description:
According to available information, the patient with this device experienced pain in the hips, legs and buttocks. The patient has more pain with sitting or lying down and experiences several undesirable side effects when taking medication to calm pain. Additionally, the patient has periods of constipation, the inability to exercise, low stomach aches, anxiety, pain and significant monetary costs during cortisone and epidural injections to help lower the degree of pain.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.